Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued the ilet system after training due to fluctuating blood glucose reported at 64 mg/dl for low glucose and 300 mg/dl for high glucose and a perception that insulin delivery was aggressive, and the user elected to return to multiple daily injections; the user also reported issues with supplies and did not seek further troubleshooting. Symptoms included hypoglycemia of unclear cause. Outcomes included no hospitalization, and no emergency care. Customer care provided support that included a review of the complaint details and return logistics. Investigation of this case revealed no device malfunction reported and no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.